Event description:
It wase reported that the subject device had all leds (light-emitting diode) flashing. The issue was identified when inspected at the time of set up before the patient entered the room. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d4, d8, h2, h6, h11 the device was not returned to olympus for inspection; however, an olympus field service technician was dispatched to the user facility and did not confirm the reported issue. A root cause could not be identified. The device meets its specification. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.